Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A patient reported a change in therapy. The patient stated that they felt it from their hip to their toes but it did not feel right and they thought it needed calibrating. The patient tried turning the stimulation off and on and this did not help the problem. The patient just noticed this issue the day prior to report. The patient was redirected to follow-up with their healthcare provider. The indication for implant was non-malignant pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.